Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient has been experienced wetting episodes and that therapy has been turning off by itself for about 2 weeks; there was a sudden change in therapy. The change in therapy was not related to positional movement. Troubleshooting included syncing the device with the programmer and found stim was on and the patient had the ability to adjust and felt stim in the correct bike seat area. Patient was advised to keep a voiding diary to track whether adjustments affected therapy. It was noted the patient believes it may be time to consider replacing the ins battery. The patient also noted that a while ago (timeframe unknown) the hcp checked the device and told patient that therapy was off for 4 months and the patient did not know if she turned it off or not. Medical condition reported was the patient had disc issues and was on her back most of the time. No further complications were reported or are anticipated.